Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a feeling of pounding in their chest. It was noted that the right ventricular (rv) lead r-waves were small. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead had dislodged and had no capture. It was further reported that the right atrial (ra) lead was re-positioned for an unknown reason. The lead remains in use.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.